Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0013352754); product type: 0195-heart valves; implant date: n/a ; explant date: n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was com pleted with a 24 x 40-millimeter (mm) non-medtronic balloon. The valve was then implanted. Following implantation of the valve, aortic regurgitation was identified via fluoroscopy. Subsequently, the attending physician decided to complete a post implant bav with a 24 x 60 mm non-medtronic balloon. While the post-implant bav was being completed, a premature ventricular contraction (pvc) occurred and the valve dislodged. In response, a new valve and delivery catheter system (dcs) were prepared, and the dislodged valve was repositioned with a snare into the patient's ascending aorta. The second valve was then successfully implanted. Per the physician, the pvc during the post-implant bav caused the valve to dislodge.